Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag 2.5% therapy. Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was rendered using vancomycin 2gram (gm), (intraperitoneally, once weekly for two weeks) and fortum 250 milligram (mg) in each bag, (intraperitoneally, 3 exchanges per day for 14 days) for peritonitis. The patient still remains hospitalized. The patient is recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). Further information was provided by the consumer. On an unknown date, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.